Manufacturer narrative:
E1 initial reporter city: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. Based on the available information it is likely that the reported balloon rupture was due to interaction between this device and the nature of the lesion anatomy present in the vessel being treated 90% stenosis, mild calcification and moderate tortuosity.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure for test period, it was noted that the balloon ruptured at 8 atm for about 3 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient condition was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure for test period, it was noted that the balloon ruptured at 8 atm for about 3 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient condition was stable post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).